Event description:
Customer reported when she presses the buttons on the insulin pump the numbers kept ramping. Customer attempted to change the battery on the device and the screen was frozen. Customer's blood glucose was 172 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. Device was alarming battery out limit and customer was unable to clear alarm. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.